Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil, release wire, and proximal broken segment of the pusher assembly as they were discarded. The pusher assembly was found broken which possibly retracted the release wire and led to the detachment of the implant coil.(B)(4).

Event description:
Treatment of an aneurysm located in the right media. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the first implant coil was pushed into the aneurysm, repositioned, and an attempt was made to detach the implant coil but it would not detach. Upon pulling the microcatheter back, it was noted that the implant coil had prematurely detached inside the microcatheter with some of it protruding from the catheter tip. The detached implant coil and catheter were removed from the patient. It was also noted that the pushwire was accidentally broken durng the process.no patient injury was reported as a result of the procedure.